Manufacturer narrative:
(B)(4). Pentax medical model dp-d2518 is not distributed in the USA, therefore the PMA/510(k) number is not applicable. (B)(4). (Exemption number e2015036).

Event description:
Pentax medical was made aware of a complaint on 07jan2019 that occurred in (B)(6) on (B)(6) 2018. The reported complaint of a patient with a "swollen (edema) occurred in the larynx after insertion of the endoscope for a hospitalized patient with swelling in the larynx. Tracheotomy and airway securing." The reported complaint involves pentax medical video ent scope, model vnl-1171k, serial number (B)(4). During communication with pentax medical (B)(4), we learned the patient was being hospitalized due to a swollen pharynx. The patient originally had a laryngeal edema, and when pentax medical endoscope was used on the patient, there was an allergic reaction and the edema increased as the cause of the allergic reaction was unknown. A tracheotomy procedure was conducted to prevent dyspnea and secure the airway. The patient was still tracheostomized and the visiting hospital periodically for follow-ups. Although there were no endoscope defects found by the manufacturer, pentax medical (B)(4) determined that the personnel at the hospital did not properly reprocess the endoscope. Their investigation determined the customer insufficiently wiped phthalal-based disinfectants used by the otolaryngology departments off of the endoscope during reprocessing, which resulted in the possibility of anaphylactic shock. Five members of the otolaryngology department were identified and retrained on 15jan2019.